Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a advanix biliary stent with naviflex rx delivery system was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a male patient (patient age and weight are unknown). A 10fr plastic advanix stent was placed the patient's common bile duct. On (B)(6), 2010 the patient returned for removal of the 10fr plastic advanix stent and placement of a metal stent as his bilirubin continued to rise. During the removal procedure, as the physician grabbed the stent with a snare, the stent broke in half leaving a portion of the stent within the duct. There broken stent portion was protruding from the duct and a snare was used to remove the stent from the patient. The procedure was successfully completed with no reported patient complications. The patient was reported to be in stable condition after the procedure. The initial procedure date, when the 10fr plastic advanix stent was implanted, is unknown.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. The complainant was unable to provide the device upn and lot number; therefore, the device manufacture date and expiration date are unknown. Although the lot number is unknown, the complainant reported that the device was not used past the expiration date. The complainant indicated that the device has been disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advanix biliary stent with naviflex rx delivery system was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a male patient (patient age and weight are unknown). A 10fr plastic advanix stent was placed the patient's common bile duct. On (B)(6) 2010 the patient returned for removal of the 10fr plastic advanix stent and placement of a metal stent as his bilirubin continued to rise. During the removal procedure, as the physician grabbed the stent with a snare, the stent broke in half leaving a portion of the stent within the duct. The broken stent portion was protruding from the duct and a snare was used to remove the stent from the patient. The procedure was successfully completed with no reported patient complications. The patient was reported to be in stable condition after the procedure. The initial procedure date, when the 10fr plastic advanix stent was implanted, is unknown.

Event description:
It was reported to boston scientific corporation that a advanix biliary stent with naviflex rx delivery system was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a male patient (patient age and weight are unknown). A 10fr plastic advanix stent was placed the patient's common bile duct. On (B)(6), 2010 the patient returned for removal of the 10fr plastic advanix stent and placement of a metal stent as his bilirubin continued to rise. During the removal procedure, as the physician grabbed the stent with a snare, the stent broke in half leaving a portion of the stent within the duct. There broken stent portion was protruding from the duct and a snare was used to remove the stent from the patient. The procedure was successfully completed with no reported patient complications. The patient was reported to be in stable condition after the procedure. The initial procedure date, when the 10fr plastic advanix stent was implanted, is unknown.